Event description:
The event involved a plum a+ infusion pump which was reported to have unexpectedly shut down during patient infusion of levophed, without an alarm while operating on dc battery mode only. It was also stated in the report that they review the log, the pump was charged from 08:52:56 am to 09:11:11 pm, and the pump start infusion at 11:50:54pm. There was no evidence of leaking fluid or physical damage to the battery. The battery was last changed on (B)(6) 2022. The reporter stated that the status of the patient was stable before during and after the event. There was patient involvement and no harm was reported as a consequence of this event.

Manufacturer narrative:
The device was received for evaluation and the customer's reported issue of ¿pump auto shutdown without alarm when pumping with dc battery only.¿ was duplicated during investigation. Investigation steps included: enter biomed mode and press change battery soft key then recharge battery for 8 hours, then switch power to battery power, turn on infuser then set rate of 125 ml/hr and duration 3hours, infuser reboot on its own without showing any alarm after delivery 5ml when working in battery power. Enter biomed mode and found ¿n252 depleted battery¿ error message. The battery was replaced by customer at (B)(6) 2022 and customer indicated change battery softkey was pressed. Infuser passed all pvt test after battery was replaced and recharged. Probable cause of reported event is due to defective battery.